Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) wouldn¿t connect anymore. The consumer stated that the patient was going to have their ins replaced. It was noted that the issue of the ins not connecting started about two weeks prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to have their device replaced. Physician listings were sent to the patient as their previous hcp had retired. Additional information was received from the consumer. It was reported that there had been an error message displayed, which showed that the patients ins battery was depleted and had reached an end of service (eos) battery status. No patient symptoms were reported and there were no further complications. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the device was at normal end of service, and the patient was having the device replaced on (B)(6) 2017. The issue had been going on for a couple of months. There were no further complications reported or anticipated.